Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported contacted zoll to report that a patient had developed a skin irritation under the lifevest. It was reported that the patient's garment was too tight, causing the irritation. The patient was prescribed an unknown cream from her physician and the irritation improved.